Event description:
Caller reported that a pt was intubated by ambulance attendee on (B)(6) 2013. Caller reported that the ett was changed to the taperguard ett on (B)(6) 2013, and on (B)(6) 2013, the nurse removed some tape that was securing the ett and the tube and the pilot balloon of the taperguard fell off and the cuff leaked/deflated and the pt could not be ventilated. The pilot balloon was discarded so cannot be returned for inspection. Customer stated that pt was re-intubated as an emergency difficult intubation with a bougie by the consultant intensivist and put back on the ventilator. Customer confirmed the pt was ventilated again. Covidien is attempting to collect further details surrounding the circumstances of this report.